Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined impedance and high threshold measurements. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.